Event description:
It was reported that the customer received a compromised force sensor system error during priming. Customer also stated having the insulin pump for a long time, which got some crack in certain areas. Customer's blood glucose was 135 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Unit was unable to prime during prime/a33 test and alarmed a33 during basic occlusion test due to faulty fsr (gold). Unit had a scratched display window, cracked case at display window corner (upper left and upper right corners), cracked reservoir tube lip, a missing end cap sticker and a bleeding lcd glass.